Manufacturer narrative:
(B)(4). Batch # r59f4d . Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracic surgery the doctor tried to fire the stapler and it jammed halfway through the firing. The doctor removed the stapler from the patient and the scrub tech noticed that the reload was missing. The doctor looked and found the cartridge in the patient and retrieved the cartridge without incident. A second like reload was used with the same stapler to complete the procedure. The procedure was delayed by two minutes. There were no patient consequences reported.